Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: when the device was closed, the metal ring broke and the bag broke. The bag and the piece were retrieved with an instrument.